Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01325, 3005168196-2020-01326, 3005168196-2020-01327, 3005168196-2020-01328, and 3005168196-2020-01330.

Event description:
Penumbra inc. Became aware on 2019-04-15 during its post-market surveillance activities, of a neuroradiology journal titled, "thrombectomy for acute ischemic stroke in the elderly: a ''real world'' experience." (Alawieh et al. 2018). It was reported that 336 patients underwent thrombectomy procedure using penumbra system ace 60 reperfusion catheter (ace60), penumbra system ace 64 reperfusion catheter (ace64), penumbra system ace 68 reperfusion catheter (ace68), penumbra system 5max reperfusion catheter (5maxc), penumbra system 4max reperfusion catheter (4maxc) and penumbra system 3max reperfusion catheter (3maxc). All data were collected from a tertiary center between january 2013 and november 2017. Among all patients, adverse events included: hemorrhages and deaths. There is no allegation within the article that a malfunction of the penumbra system occurred. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.